Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the patient data was lost. The patient does not appear to have been transferred anywhere other than once on (B)(6) 2022 at around 2am. In the past, the customer learned that they had a process flow issue where the floor used epic after the patient had been set up on the central nurse's station (cns). This caused the patient to be discharged and readmitted. The patient did have a code event listed in the time frame that the data was lost which cannot be analyzed by the doctors. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that patient data was lost on the bedside monitor (bsm). The central nurse's station (cns) displayed "module failure" and "input unit disconnected" error messages. The patient coded within the time frame of the data loss, so doctors were not able to analyze the event. No patient harm was reported. Investigation summary: the logs pertaining to the event were reviewed by nkc. According to the logs, "module failure" and "input unit disconnected" messages were displayed on the cns during the event. It was indicated that the patient data might have disappeared due to the module failure and the data may have been corrupted due to improper disconnection of the input module/unit. Should the issue continue to occur, it is recommended for the customer to send the input module/unit for repair, and to follow the operator's manual for proper procedure in disconnecting the input module/unit. Further investigation is difficult since the internal operation cannot be output to the log on the old version of the cns.

Event description:
The biomedical engineer (bme) reported that patient data was lost on the bedside monitor (bsm). The central nurse's station (cns) displayed "module failure" and "input unit disconnected" error messages. The patient coded within the time frame of the data loss so doctors were not able to analyze the event. No patient harm was reported.